Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
The surgeon indicated that during the procedure while using the electroblade with rf activated, it arched and he heard a pop. The portal that was established received a dime size burn external and distal to lateral portal. The vulcan generator used has a 3.60 software rev. The electroblade defaulted to a preset of 26. The surgeon finished the case in the same portal using a sculptor probe.